Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed to initiate leak test, nor stay in standby mode. The system was not in clinical use; there was no reported harm to patient/user. A philips authorized service provider (asp) evaluated the device, it was confirmed that the reported phenomenon was not duplicated. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6) institution/reporter phone#:(B)(6).